Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 03/31/2025, a sales representative via (B)(6) reported that an ar-1312 glenoid rasp and an ar-1309 slap rasp were not fitting down 7mm cannulas. This was discovered during a shoulder case but the patient was not affected.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error due to misaligned insertion and/or improper bone preparation.